Manufacturer narrative:
On may 17, 2024, mentor discovered that the originally reported suspect medical device was reported incorrectly. The patient had undergone right breast implant removal of device (B)(6) and was replaced with (B)(6) on (B)(6) 2011 for an undisclosed reason. The information was confirmed with the healthcare professional. As the ruptured implant was reported during the removal surgery on (B)(6) 2024, the suspect medical device product identity is being updated with the information regarding device (B)(6) . Date of implantation: (B)(6) 2011. Size: 650cc catalog: 3506504bc lot: 6455164 serial: (B)(6). On may 27, 2024, the mentor analysis lab received the suspect medical device for evaluation. On may 29, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear at the junction between the shell and patch. Microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur after implantation but is more likely to occur the more prolonged the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed for lot 6455164, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast revision surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 600cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent bilateral removal and replacement with 600cc mentor memorygel breast implants on (B)(6) 2024, for an undisclosed reason. However, during the surgery, a ruptured right breast implant was discovered. There were no reported procedural delays or patient harms due to the discovery. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.